Event description:
Healthcare professional(hcp) reports a clotted dialyzer with the first usage of the psn(polysynthane) membrane. The dialyzer clotted off approx 1.5 hours into the dialysis treatment. The dialysis treatment was discontinued at the time of the event, and no blood was returned. The estimated blood loss was 250cc. The pt had received her normal heparin dose during this dialysis treatment. The treatment was resumed with a cahp(cellulose diacetate) membrane and completed without incident. No medical intervention per the hcp.